Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient experienced an allergic reaction due to the peek material which resulted in wound healing disorder and reaction to the material. No further information received. Update (B)(6) 18-oct-2024: further information was provided that the initial surgery was performed (B)(6) months ago in (B)(6) 2024. The anchor is still implanted in the patient. The patient suffers diffuse pain but there is no clear indication that it comes from the anchor, and therefore the anchor was not removed by now. The surgeon now plans some additional allergic tests. No further information was made available by the customer.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.